Event description:
It was reported to philips that the visible smoke was noted coming from the system cabinets, after which the system was unable to boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported issue. Upon troubleshooting, fse found the main power breaker and generator cabinet breakers tripped. After resetting, smoke came from the green resistors on the power supply. The ups had no display and was unresponsive. Fse conducted a test on the mpd control unit, which revealed that all fuses were intact. To resolve the problem, fse replaced the mpd control unit, and changed the inverters and return the part for further analysis and no failure found. On 28th may 2025, the issue re occurred and to resolve the problem, customer bypassed the ups. After some repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.